Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) and manufacturer's representative reported that the patient picked and removed her dermabond post implant and opened up her incision at the pocket site. The pocket became infected so the device and leads were explanted. Date of explant was noted as (B)(6) 2015. The physician planned on doing a gastrectomy when the patient's infection was resolved. The physician who removed it could not remove all of it due to scar tissue. The hcp cut both leads close to the stomach but the electrodes were still implanted. The issue was not resolved at the time of the reporting. The patient status at the time of the reporting was noted as alive - no injury. Indication for use noted as gastric stimulation and gastrointestinal/pelvic floor.